Event description:
As reported by the user facility through health (B)(4). "At beginning of shift, cpnb bag contained 120ml; cpnb pump was infusing at 8 ml/hr and was due to be discontinued at 22:00. When nurse came to room to discontinue the cpnb, at 20:15, bag was found to be dry. Interventions: cpnb catheter clamped, pump stopped. Cpnb discontinued. Motor and sensory function of all limbs assessed. Defect label placed on pump. Manager f/u: pain nurse and nurse educator aware and involved. Initiative taken to document the vtbi on the in and out sheet and teaching has been initiated to all the nurses. Additional: this is one of six events that have taken place. The question of pump accuracy is an important safety concern. In addition, the pump has a volume to be infused near end of infusion alarm (vtbi near end alarm) that is supposed to ring 1 hour before the volume to be infused limit is reached - in order to alert the nurse that the bag is almost empty. This was not triggered. Preliminary eval by (B)(6) biomedical department indicates the pumps are accurate but more extensive testing will be done."

Manufacturer narrative:
Exemption#: (B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and b braun medical inc (the importer). This report has been identified as b braun (B)(4). In correspondence with the reporting facility, they have indicated that they are unable to identify the serial number of the pump involved in the reported incident. As a result, to date, the pump logs are not available for eval; therefore, the exact cause of the reported event could not be determined. All available info has been forwarded to the device MFR, if the pump or logs are returned for eval and/or add'l pertinent info becomes available, a f/u report will be filed.